Manufacturer narrative:
(B)(4). Batch #: 546a44. Additional information was requested and the following was requested: please explain in detail what is meant by "didn't work" once we installed battery pack ,post jaw closure ,motor is start getting initiated so device couldn¿t work properly. Did the device deliver any staples? If yes, were the staples formed properly? - couldn¿t fire the device. If yes, was the staple line complete? - couldn¿t fire the device. Did the device cut? - couldn¿t fire the device. If yes, was the cut line complete? - couldn¿t fire the device. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc?- couldn¿t fire the device was there any difficulty opening the device? - couldn¿t fire the device. If yes, how was the device removed from the patient? - couldn¿t fire the device. If yes, did the jaws eventually open? - once we installed battery pack ,post jaw closure ,motor is start getting initiated so device couldn¿t work properly ,but jaw has been opened eventually. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) -n o. What is the most current patient health status and condition? - unknown. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. During the functional test, a sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device been bailout. The device was disassembled to verify the condition of the internal components and the lever was damaged near interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. No functional test was performed due to the condition of the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch the event reported was confirmed and it is related to improper use of the device. After the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. To use the manual override, remove the access panel labeled ¿manual override¿ on the top of the instrument handle. The manual override lever will be exposed. Move the lever forward and backward until it can no longer be moved. The knife will now be in the home position. This can be verified by viewing the position of the knife blade indicator on the underside of the cartridge jaw. Discard the instrument. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that the device didn't work. Surgery was not delayed due the event.